Event description:
During a shoulder procedure, the pt sustained a dime-size burn located on upper left edge of pad and 2 smaller burns in the lower right edge of pad. The pad was placed on pt's lower right abdomen. Valley lab is the pad that is recommened in the instructions for use. Customer used a split 3m grounding pad with a reusable cord and the cord had a cut in it. The generator continued to operate as if the pt was safely grounded. Sales rep. Stated that the 3m cable between pad and generator had a 'short' and they feel this was the cause of the burn, however this cannot be confirmed. Sales rep. Indicated that the unit would not be returned due to their findings.